Event description:
It was reported that the lead could not reach the target location and be fixed due to patient anatomy and the lead dislodged during slitting. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.